Event description:
Reporter indicated a vns therapy patient underwent vns therapy replacement surgery. The implant/warranty registration card received indicated the generator was replaced due to end of service; however, the reason for the lead replacement was not indicated. Follow up with the surgeon revealed the reason the lead was replaced because during the surgery, it was noted the "casing around the lead had discontinuity with the wire coming out." Diagnostics prior to the surgery were not documented in the operative report. The most recent diagnostic test available in the programming history database was on (B) (6) 2004, at which time the results were within normal limits. Good faith attempts to obtain additional information, and the explanted product were unsuccessful; therefore, product analysis will not be performed. Good faith attempts to obtain additional information and the product for analysis were unsuccessful.